Event description:
Procedure: unknown. Reportedly, the balloon was deflating during the procedure. Pieces of the outside silicone membrane of the balloon broke off the internal layer and fell into the patient's surgical cavity. Pieces retrieved without difficulty. No patient injury reported.